Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Further testing was carried out to determine the exact problem with the meter. It was concluded that the spc was contaminated with either blood or control solution. The pins were cleaned and repositioned, resulting in the meter operating as expected. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was producing inaccurate results. The complaint was classified based on customer service representative (csr) documentation. The patient advised that between 7.00 and 8.00pm on an unspecified date, approximately two weeks prior to contacting lfs, he obtained alleged inaccurate results on the lifescan meter, but could not provide specific results. The patient stated that he manages his diabetes with a combination of medications (toujeo; 70 units per day and trulicity; 1.5mg every 12 hours). He explained that after he obtained the inaccurate readings, he immediately gave himself an additional 6 units of fast-acting insulin. The patient stated that he developed ¿shakiness, light-headedness, was incoherent and almost passed out¿ 30 minutes after he administered the additional dose of insulin. He advised the csr that an ambulance was called for the patient and a blood glucose test was performed on the emergency medical services (ems) device, which obtained a result of ¿23 mg/dl¿. The patient explained he was then treated by an ems healthcare professional with glucose gel, and when he was ¿more coherent¿, he was given orange juice and chocolate. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly at the time of testing and the results were from the same approved sample site. The patient also confirmed that he had followed the correct testing procedure. The csr noted that the test strips had been stored correctly and were within expiry and that the test strip vial was not broken or cracked. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, for which he received hcp treatment. The patient was treated for an acute low blood glucose excursion after he took an increased dose of insulin based on inaccurate results obtained with the subject device.